Event description:
A report was received on (B)(6) 2012, regarding a colleague mono infusion pump that overinfused a patient. The set was loaded in the device but it was found outside the device, and the blue clamp was not occluding the line. The solution flowed downstream to the patient causing the patient to be in a critical status.there was patient injury and medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Baxter is in the process of investigating this event. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.